Event description:
Halyard health received a report stating the transgastric-jejunal enteral feeding tube balloon burst. The physician replaced the device. The device was in use for less than 24-hours prior to the incident. No additional info was provided in regards to the patient's status.

Manufacturer narrative:
Method: actual device not evaluated. Results: no results available since no evaluation performed, conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).